Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been more than 9 years since the delivery of the subject device. It is likely that the pin on the video connector receiver has worn out due to repeated use over time. As a result, the connection of the electrical contact of the connector has become unstable and has interfered with the image transmission of the scope and video processor, causing the image failure. In addition, the main lamp fault was likely caused by the lamp expiring past its useful life.

Manufacturer narrative:
The referenced device was returned to the service center. The evaluation found a worn out pins inside video connector causing loss of image when the cable (pigtail) is manipulated and a main lamp error and browning on the spare lamp. Additionally, the connector block was worn out causing poor connection to light guide and a dead battery; not able to hold settings. The device was repaired back to specification and returned to the customer. A review of the repair records indicates the device was previously sent in for service on (B)(6) 2018, for poor image colors. The evaluation findings are consistent with the recent service events as the customer; the repair was declined and the device was returned to the customer unrepaired. . The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the customer reported the video system had "intermittent complete loss of visualization / color hues being off." No patient injury or harm was reported.